Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI # ) is unknown because the lot and serial number were not provided. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient's lead had migrated partially out of the epidural space and was causing pain. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Correction: date of birth.